Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller exhibited a backup battery fault. This was the second occurrence. The backup battery had been replaced on (B)(6) 2020 but the alarm reoccurred on (B)(6) 2020. The patient was admitted to the hospital and the primary controller was replaced with the patient's backup controller. There were no patient consequences and the patient was discharged. The controller was exchanged and the device was to be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file and the log file downloaded from the returned system controller (serial number: (B)(6) ); however, the alarm was not reproduced during testing. The log files contained approximately 3 days of data combined ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The log files captured a backup battery fault alarm due to a backup battery load test failure on (B)(6) 2020 from 19:26:11 until the last event in the log file (captured on (B)(6) 2020 at 08:01:19). The backup battery failed the load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the controller passed each time without issue. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot all alarms, including backup battery fault alarms and the actions to take if the alarm cannot be resolved. The heartmate 3 IFU section 2 "system operations" explains how to replace the system controller backup battery, and how to replace the system controller. Section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. The patient handbook and the IFU also caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.